Manufacturer narrative:
Customer discarded device.

Event description:
It was reported that when the 25khz straight tip was opened during a procedure it was observed that the sheath had cracked. A back up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.